Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did exhibit therapy exhaustion in the ventricular tachycardia zone as a result of inappropriate shock therapy delivery for a 1:1 rhythm. The inappropriate therapy was the result of device programming, as the device thought a dual tachycardia was occurring. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service.